Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. When the 2.25x8mm liberte bare stent delivery system was removed from the package it was noted that the stent was "kinked". The device was not used and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4)device is combination product.device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device avail. For eval: a visual examination of the returned device found that the hypotube was kinked in several locations along its length. The distal shaft was also kinked 186mm from the distal tip of the device. An examination of the crimped stent and balloon of the device found no issues with their profiles. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred.when the 2.25x8mm liberte bare stent delivery system was removed from the package it was noted that the stent was "kinked". The device was not used and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.